Manufacturer narrative:
Additional information: on november 3, 2020, mentor became aware of the correct lot number and serial number of the impacted device. The relevant fields in this report have been updated to reflect the impacted device attributes (lot number, serial number, manufacturing date and expiration date). The patient underwent device removal on (B)(6) 2020. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On december 30, 2020, the product investigation was completed. Device investigation summary: during visual evaluation, an anomaly was observed on the device consistent with a crease/fold on the posterior view and extending to the anterior view. Leak testing was performed in accordance with mentor's procedures, and a tear was observed within the crease/fold on the anterior view, measuring less than 0.1 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on december 18, 2020, mentor became aware of the correct lot number and serial number of the impacted device. The relevant fields in this report have been updated to reflect the impacted device attributes (lot number, serial number, manufacturing date and expiration date). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on (B)(6) 2020, mentor became aware that the patient underwent device removal and replacement with a 250cc saline mentor smooth round moderate profile breast implant, catalog number 3501635, serial number (B)(6) on (B)(6) 2020. On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent primary breast augmentation with 250cc saline mentor smooth round moderate profile breast implants and experienced deflation on the right side postoperatively. The deflation was confirmed with a physical examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.